Event description:
Dealer alleges that end user called to report that one of the casters are broken. No further information provided by caller.

Manufacturer narrative:
Follow up to be sent if additional information is received.